Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 136mg/dl at the time of the incident. The customer reported that the pump had been making her change batteries every 8-10 hours. Started about 2-3 weeks but stopped and they started doing again. The customer reported that the pump had not been exposed to temperatures below 41°f (5°c). The customer isn't using a 620g/640g pump with software version 2.6. The customer had not previously called to report a power error detected. The customer was guided with steps to clear the alarm. The customer will monitor and call back if issues persist. The insulin pump will not be returned for analysis.